Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, the luer adaptor on their ilet pump broke off and became partially lodged in the device after the pump was dropped. The user was unable to remove the broken adaptor. As a result, the user experienced elevated blood glucose (bg) levels reading "high" (greater than 400 mg/dl) on the continuous glucose monitor (cgm) for approximately one day, with alerts persisting for over 90 minutes. The user reported symptoms including dizziness, nausea, vomiting, and difficulty breathing. Emergency medical services (ems) were called, and the user was transported to the hospital, where they were diagnosed with diabetic ketoacidosis (dka) and treated with intravenous (IV) fluids and insulin. No long-term health effects were reported, and the user was released from the hospital on (B)(6) 2025. The user reconnected to the replacement ilet and the original ilet was received on (B)(6) 2025.